Manufacturer narrative:
This console was serviced at the customer's facility by a field service engineer (fse). The fse was unable to replicate the error reported by the customer. The pyro board and cpu (central processing unit) board were replaced. The optics were inspected and it was found that the hr optics were pitted on channels 1 and 3. Both hr optics were replaced. The fse then adjusted the beam mode on channel 1, and adjusted near alignment on channel 1 and 2. He verified the alignment on the pyro board was correct, and completed the pyro and energy calibrations. It was verified that energy output at all levels was appropriate, and the system passed all tests. The console was ready for use. The pyro board, hr resonator mirrors, and cpu board were returned. Upon receipt at our quality assurance laboratory, the devices were thoroughly analyzed. Visual inspection of the pyro board and cpu board identified they were in good physical condition. Visual inspection of the first hr mirror found it had white ash burn marks. The second hr mirror was cleaned and was found to have no marks on it. Based on the information available, it is probable that the reported event occurred due to the pyro board, the cpu board, and the hr mirrors being damaged. After the fse replaced the pyro board, cpu board, and hr mirrors, the reported event was resolved and the console was within specifications.

Event description:
It was reported that error 303 (energy to high) was received. The procedure was not completed as a result of the event. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Event description:
It was reported that error 303 (energy to high) was received. The procedure was not completed as a result of the event. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
D3. Manufacturer email: (B)(4).